Manufacturer narrative:
Visual inspections were performed on the returned device. The reported knot tangling could not be confirmed as the suture was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 8f sheath after an interventional stent graft procedure. Reportedly, when the device was removed, the knot was tangling and it was not placed properly in the vessel. Another proglide device was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.